Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was damaged. There was reportedly moisture/corrosion in the battery compartment. The battery cap threads reportedly were stripped. It was noted that the battery cap was replaced approximately 4 to 6 months ago. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap and test cap attached securely to the pump. The battery compartment and battery cap were undamaged. The pump was run for 24 hours and there were no reboot occurrences. The complaint of intermittent power was unable to be duplicated during investigation. No evidence of moisture was found externally. No leaks were detected. The pump was opened to find no damage to the power circuit. No moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.